Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned to isi for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instruments: force bipolar (part #471405-06; lot #k10220411-0095), maryland bipolar forceps (part #471172-16; lot #k12210816-0176). A review of the site's complaint history shows no complaints were created for any of the instruments used during this procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted arcuate medial ligament release procedure, the celiac artery avulsed from the aorta and bled. At the time the event occurred, a penrose was used to retract the vessel. As a result, the surgeon converted the procedure to open surgery to resolve the event. The cause of the intra-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that during a da vinci-assisted arcuate medial ligament release procedure, an aortic artery was damaged and bled. The surgeon converted the procedure to open surgery to resolve the event. The patient was reportedly recovering well post-operatively. An intuitive surgical inc. (Isi) senior clinical sales representative (csr) was contacted and additional information was obtained: the csr was not present during this procedure. The csr became aware of this event when the surgeon of the procedure called the csr after the procedure. The patient is reportedly recovering and doing well post-operation. The customer has made no allegations against a da vinci product related to this event. According to the csr, the surgeon indicated that the celiac trunk (artery) was avulsed from the aorta during retraction with a penrose. It is unknown what specific instrument/device was being use to retract the celiac artery. In addition, the blood loss volume and specific medical/surgical intervention rendered due to the operative complication are unknown. Isi has attempted to obtain additional information. However, as of the date of this report, no further details have been received.